Manufacturer narrative:
Date sent to FDA: 08/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2014. It was reported that the patient underwent a CT scan on (B)(6) 2017 which showed some protruding fat along the superior aspect of his previously implanted mesh. It was reported that the patient underwent surgery on (B)(6) 2018 during which the surgeon noted significant mesh eventration with herniated fat and adhesions of the undersurface of the mesh to the abdominal wall. The surgeon freed all of the adhesions, divided the underlaid mesh and resected the previous implanted small circular proceed in the upper abdomen. It was reported that the patient experienced severe pain, inflammation and discomfort. No additional information is provided.